Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of high glucose. The log review also showed that the patient replaced the infusion set on the night of the event, which may have contributed to their hyperglycemia. The cause of this event cannot be determined. Should additional, relevant information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, a nurse called to report that a patient was transported by ems to the hospital for treatment of hyperglycemia, with a bg of 393 mg/dl. The agent recommended replacing the infusion set and cgm however the patient did not have extra supplies available. The agent followed up with the patient for additional information, with none provided.